Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This event is filed for partial clip movement on the leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced into the anatomy. The clip was able to grasp the leaflet and leaflet insertion assessment was performed. The decision was made to deploy the clip. After deployment, partial clip movement was noted on the posterior leaflet. It appeared that only the tip of the posterior leaflet was in the clip and a medial jet was noted. An additional clip was implanted at the medial jet to stabilize the clip and further reduce the mr. The procedure ended with the mr reduced to grade 2+. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported partial clip movement appears to be related to patient morphology/pathology (significant anterior leaflet prolapse, flail on anterior leaflet, with 1.5 cm gap, 1 cm width). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.